Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the screen was not working, it was dim and difficult to view and the liquid crystal display was replaced to resolve. It was additionally noted that the stylus was unable to be calibrated and therefore the bezel overlay was replaced, that the system fan was noisy and that the light-emitting diode control output functional test results were out of specification and both the system fan and the link electronic module (lem) board were replaced and additionally the lem board was calibrated. (B)(4).

Event description:
It was reported that the programmer's screen was not working. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.